Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, during a tep procedure, the balloon couldn't be inflated during operation. There was no patient harm. The device was replaced with a new one.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.